Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, 3 recaptures were required for an unspecified reason. Upon the 3rd recapture, infolding of the valve was observed. Subsequently, the system was withdrawn from the patient, and a new valve was opened. It was later noted that 12,000 international units (iu) of heparin was administered for an unspecified reason, and the patient was re-intubated for a suspected stroke.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop34, serial/lot #: (B)(6), ubd: 27-mar-2027, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.